Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the dura guard had been drilled and bent. It was determined that the dura guard of a craniotome had been bent by excessive force. It was determined that the device was damaged by improper burr insertion and excessive force during use. It was determined that force caused the burr to deflect and come in contact with the dura guard. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device had a bent drill tip. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.